Manufacturer narrative:
This is one of two events being reported for this case. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, approximately 2 years and 8 months after a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 valve, an increase of aortic regurgitation due to reduced leaflet motion was observed. It was noted the valve was deployed with 3.5 ml less than nominal volume and that the valve was deployed with low inflation volume, which may be a cause of the reduced leaflet motion. A valve in valve was performed with a 20 mm sapien 3 ultra resilia (s3ur) valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. Section h10 was updated with reference to related report for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet motion restriction and central regurgitation were unable to be confirmed due to unavailability of medical records and imagery. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Per the IFU, valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient had restricted leaflet motion, which can lead to abnormal coaptation resulting in central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.